Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the first cylinder set was damaged after implantation and so was replaced with a second cylinder set. It was reported that a cylinder was inadvertently punctured while they were working on addition correction work for peyronies after the cylinders were inserted.

Event description:
This follow-up MDR is created to document the additional event information received for record # (B)(4). According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2020 and removed/replaced on (B)(6) 2020 due to damage after implantation. Additional information received indicated that the first cylinder set was damaged after implantation and so was replaced with a second cylinder set. ¿a cylinder was inadvertently punctured while they were working on addition correction work for peyronies after the cylinders were inserted.¿ the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.